Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a nurse called in to report errors 23070 and 23071 on arm 4. Prior to calling, the site already tried to: power cycle the system multiple times, move the involved arm. They were able to disable the arm, but the surgeon needed all arms for the surgery. The site moved to the xi, sk4894, to proceed. The nurse was concerned because both systems with all arms working will be needed on monday. The technical support engineer (tse) reviewed logs and found that the errors 23070 and 23071 were present on the system since yesterday evening. Errors returned today as well multiple times. The tse asked that they power up the system and there was no error on startup. The tse asked the site to move the whole arm 4 from actual left side to the opposite side: the reporter stated that the arm was hard to move at the junction universal surgical manipulator (usm)/set up joint (suj). Resistance was felt when they tried to force on this axis. The procedure was converted to another system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) and cardcage to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found to have a mechanical defect. The cardcage was analyzed and also found to have a mechanical defect. The complaint was confirmed based on the results of the investigation.